Event description:
Feeding tube was set up on a kangaroo pump. The tubing snapped when the pump was turned on resulting in the feeding draining on the floor. A new tubing was obtained and the same thing reoccurred. Feeding tubing was saved, will be returned to company.